Event description:
Pt placed on infusion pump during surgical procedure to deliver insulin. The pump continued to run during procedure and pt was transferred to cvicu. The pump ran 1 hour after surgery. The nurse attempted to adjust flow rate and found the pump channel displaying "out of service" with no alarm indication.